Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9255653. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-09-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the separator gel in the bd vacutainer® sst¿ blood collection tubes was "at an angle" after centrifuging them. The tubes were centrifuged in a swing bucket from "quest or lab corp" and could not be adjusted. The tubes were spun for "10 minutes", allowed to clot for "30 minutes", and the "slanted gel" occurred with "about 90%" of the tube spun. 1 tube from lot# 9255653, and an unspecified number of tubes from an unspecified lot were reported to have been involved in this event. The following information was provided by the initial reporter: "customer states that after spinning these tubes that the separator is at an angle. Reported from multiple locations on 5-6 centrifuges. All set at the same settings." "Spoke with the customer, and he stated that the centrifuges are swing bucket from quest or lab corp and cannot be adjusted. He is not sure what the speed is, but they spin the tubes for 10 minutes. The tubes are allowed to clot for 30 minutes and the slanted gel has occurred with about 90% of the tube spun. He will try to contact the lab that provides the centrifuges to get the speed. I sent him the tech talk on processing the sst tubes."

Event description:
It was reported that the separator gel in the bd vacutainer® sst¿ blood collection tubes was "at an angle" after centrifuging them. The tubes were centrifuged in a swing bucket from "quest or lab corp" and could not be adjusted. The tubes were spun for "10 minutes", allowed to clot for "30 minutes", and the "slanted gel" occurred with "about 90%" of the tube spun. 1 tube from lot# 9255653, and an unspecified number of tubes from an unspecified lot were reported to have been involved in this event. The following information was provided by the initial reporter: "customer states that after spinning these tubes that the separator is at an angle. Reported from multiple locations on 5-6 centrifuges. All set at the same settings." "Spoke with the customer, and he stated that the centrifuges are swing bucket from quest or lab corp and cannot be adjusted. He is not sure what the speed is, but they spin the tubes for 10 minutes. The tubes are allowed to clot for 30 minutes and the slanted gel has occurred with about 90% of the tube spun. He will try to contact the lab that provides the centrifuges to get the speed. I sent him the tech talk on processing the sst tubes."

Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. B.3. Date of event: (B)(6) 2020. G.4. Date received by manufacturer: 2020-01-02.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the separator gel in the bd vacutainer® sst¿ blood collection tubes was "at an angle" after centrifuging them. The tubes were centrifuged in a swing bucket from "quest or lab corp" and could not be adjusted. The tubes were spun for "10 minutes", allowed to clot for "30 minutes", and the "slanted gel" occurred with "about 90%" of the tube spun. 1 tube from lot# 9255653, and an unspecified number of tubes from an unspecified lot were reported to have been involved in this event. The following information was provided by the initial reporter: "customer states that after spinning these tubes that the separator is at an angle. Reported from multiple locations on 5-6 centrifuges. All set at the same settings." "Spoke with the customer, and he stated that the centrifuges are swing bucket from quest or lab corp and cannot be adjusted. He is not sure what the speed is, but they spin the tubes for 10 minutes. The tubes are allowed to clot for 30 minutes and the slanted gel has occurred with about 90% of the tube spun. He will try to contact the lab that provides the centrifuges to get the speed. I sent him the tech talk on processing the sst tubes."